Event description:
On 07/31/2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini was prompting an 'apply sample symbol' instead of counting down to a result. The patient also alleged that the subject meter would not power on. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issues began on (B)(6)2012 (unspecified time). The patient denied managing her diabetes with medication and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of 'sweaty and dizzy' the day after the alleged issue began (unspecified time). The patient reported treating herself with glucose tablets and/or gel the day after the alleged issue (unknown dose, at an unspecified time). During troubleshooting the cca confirmed that the subject meter did not need new batteries, that there was no known misuse to the subject meter and that the patient was using the correct test strips. The patient was unable to turn the subject meter on manually or with a test strips during troubleshooting. The alleged issues were not resolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and requiring self treatment as a result of the alleged issues. In addition, the alleged issues were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.